Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended/retracted. Detailed analysis confirmed that the inner conductor coil fractured. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. In addition, the lead tip was visually inspected and confirmed to have no conclusive contribution to the lead dislodgement.

Event description:
It was reported that this right ventricular (rv) lead dislodged following procedure. Surgical intervention was performed to reposition the lead but unsuccessful due to helix mechanism issues. New lead was successfully implanted and replaced. No adverse patient effects were reported.